Event description:
Complainant alleged that while transporting a patient (age & gender unknown) and attempting to monitor the heart rhythm, the device inappropriately shut down. The user changed the battery in the device, however the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.